Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Based on the repair evaluation of the g136 scaler the water control on the handpiece cable was turn to minimum, thereby restricting water to the hand piece causing it to over heat. No injury resulted.